Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on 04/03/2016 with a high blood glucose level of over 599 mg/dl. The customer felt symptoms of dehydration. It is unknown if the customer was wearing the insulin pump during their hospital stay. The customer was treated for their blood glucose with manual injections. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.